Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that 1 bd vacutainer® sst¿ blood collection tube from lot# 9067617, and 1 tube from lot# 9073952, had their labels partially peeled off before use. The following information was provided by the initial reporter, translated from spanish to english: "detachment of the tube label cat. 367986".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9067617. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-03-08. Medical device lot #: 9073952. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-03-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd vacutainer® sst¿ blood collection tube from lot# 9067617, and 1 tube from lot# 9073952, had their labels partially peeled off before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "detachment of the tube label cat. 367986."